Event description:
It was reported that when pre-flushing the catheter, the operator found that the guide wire pierced the catheter at the distal end close to the valve and leaked fluids. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. Two 4 fr single lumen groshong clearvue catheters with flushing hubs and stiffening stylets inserted were returned for evaluation. An initial visual observation showed the distal tip of the stiffening stylet of one of the samples was protruding from a hole in the catheter tubing. The proximal end of each catheter was observed to be positioned up against the white plastic of the flushing hub. A microscopic observation revealed a ¿c¿ shaped split in the catheter tubing where the stylet was protruding. The fracture surfaces were observed to be mostly smooth and granular in texture. No damage or leakage was observed in the other returned catheter. The location, shape, and texture of the damage observed in the returned sample suggest the catheter was punctured by the stylet tip; this can occur due to excessive manipulation of the stiffening stylet within the catheter and/or advancement of the stylet and catheter against resistance. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause could not be determined. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown over a sink outside of patient use. The distal end of the catheter is being shown and a syringe with a clear fluid is attached to the stylet flushing hub. Clear fluid is observed to flow out of the valve and leak from the catheter approximately 5 cm from the distal end. The stylet tip is visible within the catheter and is not protruding though the catheter wall. The characteristics of the catheter damage could not be closely inspected to determine the source of the damage. The customer event description indicates that the stylet wire was found to be piercing the catheter; however, the stylet was not shown to be in that condition in the video. Possible contributing factors include manipulation of the catheter against the internal stylet. Since the catheter was observed to contain a leak, the complaint is confirmed but the exact cause could not be determined from the video provided. A lot history review (lhr) of redr2810 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter, the operator found that the guide wire pierced the catheter at the distal end close to the valve and leaked fluids. No other information provided.